Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was over 600mg/dl. Troubleshooting was performed. The customer had high blood glucose a week prior the admission. The mother stated that she noticed the customer had a whelp under her skin. The alarm history showed two an auto off alarm and no delivery alarms. Ran a high pressure test and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.